Event description:
The following has been reported: biomed reported: cassette misloaded error despite cleaning and changing cassette. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device was returned for set ID failure. During testing the pump displayed tubing set misloaded errors. Upon investigation the ball bearing of the flag board was stuck pushed in and not making contact to the dsps. A replacement flag board resolved the issue and the pump is able to infuse normally. No additional damage was found.